Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath to perform the transseptal access they were unable to cross the septum. While attempting the transseptal puncture the "black part of the sheath bunched up" and they could not cross. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event.the sheath is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.